Event description:
It was reported that the procedure was to treat a sub occlusive lesion in the left anterior descending artery (lad) with moderate calcification. Pre-dilatation was performed with a 2.5 x 15 mm non-compliant (nc) balloon, reducing the stenosis to less than 40%. During the inflation of the 3.0 x 28 mm implant delivery system, the balloon ruptured at 10 atmospheres. The rupture was noticed under angiography and it was confirmed visually out of the patient. The implant was successfully apposed the vessel wall with a 3.0 x 10 mm nc balloon. There was no clinically significant delay in procedure and no adverse patient effects. The final patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed in type, and the PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.